Event description:
The bristle part/small round part came off from it; a peg came off from the inside [device breakage]. No adverse [no adverse event]. Case description: a consumer reported that while using an oral-b rechargeable toothbrush, version unk, the bristle part/small round part came off from the oral-b flexisoft brushhead. The customer described "a sort of peg" came off from the inside, and it came off into his or her mouth. The prod had been used for around 2 weeks, and it felt loose from the start. No symptoms developed.

Manufacturer narrative:
Return of prod has been requested. Prod and lot number not provided by the reported therefore unable to proceed with prod investigation at this time. Full eval will occur upon receipt of the returned prod.